Event description:
Customer reported issues with on screen buttons lagging or not responding. There was no adverse impact to the customer¿s blood glucose level mentioned in the report. The customer decided not to follow up with technical support, and since the customer is currently out of warranty and in the process of renewal, no further actions were taken by technical support.